Manufacturer narrative:
Electrode belt 59056191 was returned and investigated at the distributor. The reported problem (adjust belt messages, arrhythmia alarms, false asystole events) was confirmed. During distributor evaluation, the electrode belt failed functionality testing. The cause for the failure was isolated to a defective u1 component in ECG "c" and ECG "d". The root cause for the defective u1 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was recieving adjust belt messages, arrhythmia alarms and false asystole events.